Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing an error message on the patient side of the unit. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
H11: a review of the device service history showed no similar events received by livanova since the unit manufacturing date and no concerning trend was detected for this failure mode. Based on investigation findings, the most likely root cause of the reported event was attributed to a temporary electrical failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.